Event description:
During an upgrade to our cerner systems, a mistake was made in a portion of the software that communicated with our baxter intravenous line (IV) server that allowed errors to be put into the programing of our IV pumps. The error was only found after staff noticed the pump they were programing wasn't inputting the values they were adding to it several days after the upgrade.